Manufacturer narrative:
No other similar complaints have been registered on the clamp involved since its installation in 2015. Based on the limited information collected and on the similar complaints investigation, the clamp failure may be caused by boards electrical/electronic fault and/or motor mechanical deviation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: livanova deutschland manufactures the evo occluder. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To solve it, occluder was replaced, firmware updated, pinpoint calibration performed and unit tested extensively. All tests passed. Therefore, the replaced unit was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic venous occluder (evo) gave an error message during procedure. There was no patient injury.